Event description:
Physician reported "seroma on left breast" and lymphoma alcl. Pathological markers confirming the event of alcl have been received. The device has been explanted.

Manufacturer narrative:
Health effect impact codes: f2201 biopsy, f2203 imaging required. Device evaluation: "visual analysis of the returned device identified: weight to the spec, crease fold and yellow particle in the shell. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Physician reported "seroma on left breast" and lymphoma alcl. Pathological markers confirming the event of alcl have been received. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "seroma on left breast" and lymphoma alcl. Pathological markers confirming the event of alcl have been received. The device remains implanted.